Manufacturer narrative:
It was claimed that unit did not pass pre-use check (puc). The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. Identification of issue has been done by analyzing problem description and service report. The device¿s logs were not available for further evaluation. According to the information provided by the technician, during pre-use check failed. Based on technician statement, the source of the issue was expiratory channel pcb which has been replaced. The issue has been resolved and the device was delivered to the user in working condition. No details have been obtained in regards which exact test failed during pre-use check. This part contains electronics including microprocessor for handling of: safety valve control (with input from other subsystems), all electronic connections to and from the cassette (expiratory channel pcb is connected to the cassette via expiratory channel connector), holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The faulty expiratory channel pcb may lead to stop of ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator's printed circuit board - expiratory channel required replacement. There was no patient harm reported. Manufacturer's ref. #: (B)(4).